Event description:
It was reported that a cartridge alarm 30 occurred across several events in march 2026. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer planned to use an alternate insulin delivery method temporarily and agreed to return the problematic pump to tandem using the provided return box and pre-paid label. Technical support instructed the customer on putting the pump into storage mode and confirmed the shipping logistics for a replacement pump, which was subsequently sent. The customer was advised to program settings into the replacement pump and connect their continuous glucose monitor to it.